Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 62018ud03. The device history record was reviewed and did not identify any nonconformances or deviations associated with lot number 62018ud03 and the complaint issue. Customer field data was gathered worldwide and used to assess the performance of the architect total b-hcg assay. The review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect total b-hcg reagent lot 62018ud03 was identified.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analyzer for one patient. The following data was provided: on (B)(6) 2025, an initial b-hcg result generated a value of 1420.72 miu/ml (reference range for non-pregnant women is < 5.00 miu/ml). The result was reported to the clinical physician who suspected that the result was skewed high. On (B)(6) 2025, the sample was retrieved and retested, and the result was < 1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78-78 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424.

Event description:
The customer reported a false positive architect total b-hcg result generated on the architect i2000sr analyzer for one patient. The following data was provided: on (B)(6) 2025, an initial b-hcg result generated a value of 1420.72 miu/ml (reference range for non-pregnant women is < 5.00 miu/ml). The result was reported to the clinical physician who suspected that the result was skewed high. On (B)(6) 2025, the sample was retrieved and retested, and the result was < 1.2 miu/ml. There was no impact to patient management reported.